Event description:
Customer reported low blood glucose (bg) level of 54 mg/dl. Customer retained consciousness and did not suffer any injuries. Action was taken by consuming carbohydrates, and additional assistance was provided by ems, which included administering more carbohydrates. Control-iq technology was active during these events, and the customer was advised by technical support to consult with their healthcare provider to discuss possible factors affecting their blood glucose levels.